Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not stated on this back to stock unit. Upon triage on (B)(6) 2018 the service tech found the unit is not alarming/buzzing.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for, ¿no audio." The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.